Event description:
Patients tested on suspect device with inr results of 8.0 or >8.0. Corresponding lab inrs are 5.25, 4.3, 7.91, 5.85, and 6.38. Originally said controls were out of range, but used the wrong ranges. Controls were run and in range. No treatment provided.